Event description:
As has been a pattern the last 3 times I have used the dexcom g6 glucose sensor (after using it with little problem for 5 years) they seem to have changed their adhesive in a way that has left my skin with burning pain, multiple yellow'd scabs, flaky skin, and bleeding/irritation. Upon removing my sensor, which in past years would only leave a small red bump where the wire removed and no irritation in the rest of the skin, now has a huge scabbed, red, bleeding, and rough oval in the shape of the adhesive. I have been treating it to relieve the pain with a prescribed cream from a dermatologist. The adhesive itself is stained yellow in the center from the scab fluid, and red around the edges with blood. (Pictures included). FDA safety report ID # (B)(4).